Event description:
This case was reported by a consumer and described the occurrence of application site redness in a (B)(6) female pt who received breathe right nasal strips (breathe right nasal strips advanced) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started breathe right nasal strips. At an unk time after starting breathe right nasal strips, the pt experienced application site redness and product complaint. Treatment with breathe right nasal strips was discontinued. At the time of reporting, the outcome of the events was unk. Ae reported via email (B)(6) 2012: reporter stated that her daughter experienced redness at application site, which she described as a red spot on the bridge of her nose. She also reported a product complaint of layers separating as the adhesive came off one end. No further info available. Follow-up received via e-mail (B)(6) 2012 that upgraded the case to serious: consumer reported that it was her (B)(6) daughter that was using the breathe right advanced and not herself. She also reported an additional adverse event of sore on nose, described as it left a sore on her nose after 2 nights. This case was assessed as medically serious by gsk. She stated that her daughter used the breathe right advanced strips from (B)(6) 2012. She stated that the events began on (B)(6) 2012 and resolved on (B)(6) 2012 when she discontinued use. She provided the lot number of 3214uu217491.

Manufacturer narrative:
The manufacturer's report number for this case is 3004486989-2012-00011. Breathe right nasal strips are manufactured in (B)(4) in the united states. The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).